Manufacturer narrative:
Failure analysis testing was completed on the master tool manipulator (mtm) that was involved with this event. The mtm was found to have errors 25588 and 25516 observed causing the mtm2 to fail during power up. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 25588, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reported an error 25588 after powering on the system. The error logs confirmed that the faulty node was right master tool manipulator (mtm). The mtm was replaced, and the fault was resolved. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, an error 25588 occurred. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to hard power cycle the system, but the issue remained. The customer converted to another da vinci system to continue the procedure. Isi followed up and obtained the following additional information: the procedure was completed using another da vinci xi system. There was no injury to the patient.